Event description:
A revision surgery due to heterotopic bone growth occurred on (B)(6) 2012.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore, a facility medwatch report will not be available. The user facility reported that the complaint item was discarded during the revision surgery and therefore not available for review by the manufacturer. The lot history of the implanted unit is unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.